Manufacturer narrative:
(B)(4). Batch # u5cc6d. Device analysis: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that the cartridge reload is designed to lockout as a safety feature if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open whipple procedure, after firing and cutting, the device remained stuck on tissue. The surgeon cut it free and completed the case using a new device with no patient consequences.